Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise and oversensing noted on the right atrial lead that resulted in episodes of automatic mode switch. No intervention was performed to resolve the event and the patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: (B)(4).

Event description:
The lead was capped to resolve the event and the patient was in stable condition.